Manufacturer narrative:
The pump failed the displacement test and alarmed motor error during the rewind and a motor position encoder error alarm was confirmed in the pump history screen due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or unexpected restart error tests due to the constant motor error alarm. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 39 mg/dl at the time of the incident. The customer treated their blood glucose levels with a peanut butter sandwich and soda. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.